Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of a broken output connector. Analysis also noted that the hanger assembly was broken, lower case was broken, display wire was pinched with wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector and would not hold cable. The epg was returned for service. There was no patient involvement.